Manufacturer narrative:
(B)(4): the customer reported that CPR pads stopped working during a patient care event. There was no report of any negative impact to the involved patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the CPR pads stopped working during a patient care event. There was no report of any negative impact to the involved patient.